Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not working for the patient. The patient reported a return of symptoms and stated that she would not have access to the patient programmer. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.